Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two open 3ml packaged syringes were received and confirmed to be from batch #8119615 (p/n 309657). The samples were visually evaluated. Both syringes appear used, also each syringe was found to have unidentified foreign matter in the fluid path. The foreign matter is larger than level 3 in size and is black /grey in color, the size observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the foreign matter defect found is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.